Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the capsule was fully opened, and the end cap/screw gear snap fit was connected. Visual analysis showed the tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Tab 3 of the male actuator component was detached. A hairline crack was observed on tab 4 of the male actuator component at the point where the tab protrudes from the component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However the cause of the positioning difficulty could not be conclusively determined. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The reported difficult to recapture is likely due to the actuator separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the loading was performed with no noticeable problems. After the first positioning attempt, it was decided to recapture the valve to reposition. The valve was above 2/3 recaptured and the deployment knob of the delivery catheter system (dcs) separated into to two pieces. It was possible to manually stick the two pieces back together and complete the recapture. The dcs was not used for the implant. The same valve was loaded onto a new dcs and successfully implanted without issue. No adverse patient effects were reported.